Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach of insulation was noted at 4.6 cm from the pin.

Event description:
This report is to advise of an event observed during analysis.